Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that the patient was last seen on (B)(6) 2015 and there was no history of utis in their records. There were no symptoms or further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that patient's device was implanted for urgency, but they now had frequency. Patient had moderate success and periodically changed programs or intensity after implant. As patient got older, they had so many other problems they did not have time to think about their ins. Patient had copious amounts of utis and presented different symptoms like breathing through their mouth, leaning over in their chair, eyes not tracking as well, staring off into space, and urine smelling bad. Patient never had a high fever and stated that nothing until they were crazy with delusions and spasms and needed to be hospitalized. Now there was so much urine and frequency and incontinence that they had been sick. It was noted patient was in a wheelchair and had an oxygen tank. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.